Event description:
Per the surgeon, the electrode array extruded out of the cochlea through the auditory canal, resulting in the decision to explant the device. The patient was implanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).